Event description:
Information received by medtronic indicated that insulin pump had unexpected battery power loss and a21 alarm. Troubleshooting was performed. Customer stated that battery out limits even after trying with 4 new batteries and cleaning the battery cap. The customer was able to successfully clear the alarm. Customer received a request to rewind pump. Customer was able to complete rewind. The customer stated that pump was recently stored without a battery for an extended period of time. No harm requiring medical intervention reported. The device will not be retuned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.